Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for the clip failing to establish final arm angle. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. However, final arm angle (efaa) could not be established, the clip opened to approximately 60 degrees. The clip was not implanted and was removed. A total of two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported issue could not be confirmed via returned device analysis. The discrepancy between what was reported (clip open ¿ efaa) and what was observed (clip held final arm angle) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis, and internal damage to the actuator assembly.a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and a definitive cause for the reported issue could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.na.